Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Set screw - visually confirmed set screw is broken approx. 2-3 threads from the top. Optical examination of internal threads above the fracture surface noted minimal damage. The fracture surface reveals a fairly brittle fracture that appears to have originated from the root of the internal thread outward, consistent with exceeding the torque specification. Inspection of relevant set screw dimensions confirmed conformance to specification.

Event description:
It was reported that the patient underwent a posterior cervical spinal surgery from c2-t2. It was reported that during tightening of the connector lockscrew the mas setscrew sheared in the multi-axial screw. As a result, the connector screw could no longer be manipulated and the mas crosslink could not be placed. Also, the mas setscrew could not be removed from the bonescrew. A rod to rod crosslink was used instead to complete the case. No patient complications were reported.